Event description:
It was reported that the therapy impedance was in the 3,000 range, but some electrode pairs were in the 30s. The manufacturer representative (rep) was contacted by the study coordinator for programming an obsessive compulsive disorder (ocd) patient. The rep had no additional details about the event and the coordinator did not provide any more information after being contacted.

Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: neu_unknown_ext, serial# unknown, product type: extension. (B)(4).